Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system left monitor went black and stopped fluoroing during a case. No pt injury was reported.